Event description:
Upon removing tr band on right wrist per protocol, rn deflated 3ml first, waited 15 minutes, went to remove another 3ml of air but was only able to remove 1ml for a total of 4. In report given by cath lab a total of 11ml was in the band. After waiting another 30 minutes the band was removed and a pressure wrap was applied to wrist. When band was completely off, rn inflated balloon and no malfunction was noted. Manufacturer response for radial artery complression device, terumo tr band (per site reporter): manufacturer provided rga# and return shipping packaging.